Event description:
A customer reported to beckman coulter that the coulter lh 780 hematology analyzer leaked approximately 1 ml of lyse reagent from the lyse pump while running controls. The leak was contained within the instrument. The control run produced differential vote-outs and out of the expected range results for white blood cell and hemoglobin tests. The customer was wearing gloves, eye goggles, and a lab coat at the time of the occurrence. There was no report of injury or exposure to open wounds or mucous membranes. Medical attention was not sought. No erroneous patient results were generated and therefore there was no impact to patient treatment.

Manufacturer narrative:
Service was not dispatched for this event. Beckman coulter customer technical specialist assisted the customer over the phone with troubleshooting. The customer found a leak from the lyse pump tubing, and replaced the worn tubing. The issue was resolved. (B)(4).